Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the underlay implant, the patient experienced infection, recurrence, abdominal wall cellulitis due to infected mesh, draining sinus tract, induration, drainage, fluid collection, bowel fistulized, inflammation, and adhesions. Post-operative patient treatment included revision surgery, small bowel resection, partial excision and debridement of the abdominal wall including mesh explant, hernia repair, and removal of mesh.